Event description:
It was reported that the system shut down during a procedure, when the fiber was attached. The procedure was aborted and rescheduled. No patient complications were reported. This event is being reported for aborted procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The system was checked during a service visit, self-test was performed, the unit passed. Functional test was performed by attaching various fibers, the console did not present any issues. The field service engineer could not replicate the reported issue. The lens cells and central processing unit (cpu) were replaced during the service, these parts were returned for analysis. Upon receipt of the replaced lens cell and cpu board at our quality assurance laboratory, were thoroughly analyzed. Visual analysis of the returned lens cell showed that the electrical connection and physical condition was good, however it was identified several white spots on it. On the other hand, the cpu board visual analysis showed physical and electrical connections in good condition. No functional tests were performed on any of the returned parts. Based on the information gathered, the product analysis results showed that the device was in good condition, and the field service engineer was unable to replicate the issue. The investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code assigned was no problem detected.

Event description:
It was reported that the system shut down during a procedure, when the fiber was attached. The procedure was aborted and rescheduled. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.